Manufacturer narrative:
(B)(4). Date sent: 5/4/2020. D4: batch # t94n9m. Investigation summary: the analysis results found that the mcm30 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 19 clips as intended. The event described could not be confirmed, as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Attempts are being made to obtain the following information and the device: were there any patient consequences? To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the doctor was using the device on a parathyroid and thyroid and the staples came out crumbled. It is unknown how the case was completed. Patient consequence was not reported. No additional information is available at this time.